Event description:
It was reported that the subject device had a broken fiber. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The scopes had not yet been used, nor sterilized, they came right out of the box with visibly broken light fibers.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and therefore the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.